Event description:
The customer reported that the system displayed a communication failure error message during a case and they had to reboot the system in order to continue. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5v was adjusted, circuit boards and cables were reseated, the fluoro functions and generator interface boards and calibration files were reloaded. The system was tested and found to be working as intended and put back into service.